Manufacturer narrative:
Device has not been returned to the manufacturer; therefore, product evaluation is not possible. Unable to determine the cause of the event.

Event description:
It was reported that the screw's saddle components disengaged during surgery. No pt complications were reported.